Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced drive manifold and completed preventative maintenance (pm). Full pm, safety, calibration, and functionality checks passed factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the k6, k6a, k7, and k8 leak test. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.